Manufacturer narrative:
During inspection and testing, the foreign material observed in the air/water nozzle was suspected to be due to insufficient reprocessing. After the nozzle was replaced, the air/water flow returned to normal. In addition, service found switch button #1 was damaged due to physical stress. The angulation was out of specification due to worn angle wires, and the objective lens was slightly scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing, there was insufficient air and water flow through the subject device. The issue was identified prior to using the device on the next patient. There was no report of patient or user injury due to the event. The suspect device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found to be clogging the air/water nozzle. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material such as adherent of gauze, foreign material originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle because of inappropriate reprocessing after the previous procedure. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient. Procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Manually cleaning the endoscope and accessories_ clean the external surface: (1) immerse the endoscope in the detergent solution. (2) thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. (3) flush the air/water channel with detergent solution. (4) remove detergent solution from all channels." "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.